Manufacturer narrative:
It was reported that there is a connection issue with the manifold control syringe. According to the customer, the syringe seems to be turning continually and eventually fell off during the case. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that there is a connection issue with the manifold control syringe. According to the customer, the syringe seems to be turning continually and eventually fell off during the case.